Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6 investigation summary : the returned fract-clamp was forwarded to the manufacturing side for evaluation. The statement below is a summary of their investigation. The 2 returned items have been received not in original packaging. Information etched match to complaint system and device history review (DHR). The first item is disassembled in its components (see the references on the analysis report) and some post-production damage have been identified on the component art. 50132767 of the first item. The second item is still assembled. No evidence of visual nonconformance manufacturing related. After the investigation of the second item the complaint does not agree with the complaint description since the returned device is still assembled and no evidence of visual nonconformance manufacturing were detected. Therefore, this complaint is rated as unconfirmed. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device history lot : part: 498.831s , lot: 5l02181 (unsterile 4l84575), manufacturing site: selzach, supplier: (B)(4), release to warehouse date: 14. June 2019, expiry date: 01. June 2029. Device was first manufactured unsterile under the lot 4l84575 in mezzovico and sterilized afterwards. As this complaint is neither packaging nor sterilization related only the manufacturing documents of the unsterile device 498.831 with lot 4l84575 were reviewed: a manufacturing record evaluation was performed for the finished device lot number 4l84575, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional procodes: kwp, kwq, mnh, mni.the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2019, patient underwent a spinal fusion procedure treating l3 crush fracture. At the final fixation stage with universal spine system (uss) schantz, the surgeon was not able to tighten the nut of the clamp. They completed the fixation successfully with a replacement with less than a thirty (30) minute delay. The surgeon commented that it was necessary to reinsert the clamp and a screw as the screw had become loose. But they happened to tighten the nut excessively, which resulted in those devices to be broken up. So, the devices were needed to be reassembled. This report is for a titanium (ti) uss low profile fracture clamp. This is report 1 of 3 for (B)(4).